Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic, reporting that they were not feeling well, mentioning fatigue, palpitations, and fluctuating pulse. The patient stated that it felt as if the device was not working. Interrogation of the device revealed that the pacemaker was in backup mode. A backup device status report did not print and a download was not performed due to a low battery status. The device was explanted and replaced due to the backup mode and the device having reached it's elective replacement indicator. The patient was in stable condition throughout.